Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover under the pump and behind the front panel on the inside of the rear panel. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the reported information, the exact cause of the peritonitis event cannot be determined. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, the peritonitis event may have been related to a breach in aseptic technique during the pd exchange. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.